Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial/lot #: (B)(4), ubd: 14-feb-2015, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 21-nov-2014, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for central pain. It was reported that patient complained that stimulation became not delivered, device check using programmer was performed and abnormal impedance was confirmed. Amplitude (v): a1: 2.0v a2: 0.95v pulse width (us)): a1: 210 u sec a2:210 u sec impedance (ohm): > 20,000 rate (hz/pps): 30hz polarity: bipolar electrode# for anode: a1: #1, #3 a2: #13 electrode# for cathode: a1:#0, #6 a2: #12 stimulation was turned off until the day of the re-operation. In order to specify where the issue occurred, on (B)(6) 2018, the ins was removed and disconnected with the lead. Impedance only of the electrodes was measured using the multi-lead cable. At first, abnormal impedance (20 ,000 ohms or more) in all the electrodes was observed, but during continuously performing impedance measurement for a dozen times, impedance of the #0 to #7 electrodes returned to normal value. The ins was replaced therefore. Although impedance in the #8 to #15 electrodes were still abnormal, the lead was not removed and was being positioned in the patient's body. Abnormal impedance due to connection instability occurred. It was unknown that the cause was whether the ins or deterioration of the lead. No further complications were reported as a result of this event.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the electrodes remained in the patient¿s body and that no further actions had been reported as of (B)(6) 2018. There were no further complications reported or anticipated.